Manufacturer narrative:
Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, frozen screen and audio or beep anomaly noted. Device received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was 120mg/dl at the time of call. Trouble shooting was performed and found device froze up for about 30 min, the battery was replaced and the display did not return. It was also found the is cosmetic damage around the reservoir. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.